Event description:
As reported by the edwards clinical specialist (cs), at the end of the transapical tavr procedure, while the patient was being moved to the bed post procedure, it was noticed she had bradycardia, which then developed into complete heart block. The patient was put back a temporary pacing wire was inserted. The patient was then moved to the post-op area for normal observation. While in post-op, the patient developed bleeding. The patient was brought back to the or for investigation and repair of the bleeding. It was noted that the chest wall was bleeding and not the apex. A repair of the chest wall was completed. And the patient was transported to the cardiac care unit in stable condition and was extubated the next day. Additional information provided by the clinical specialist (cs), indicated that the patient had received a permanent pacemaker (ppm), multiple units of blood, and was currently on a ventilator.

Manufacturer narrative:
The device remains implanted in the patient. The device history record (DHR) review of the effected valve was not performed/required as there was no allegation of a device malfunction. Per the instructions for use (IFU), arrhythmias and conduction defects are a known complication associated with the overall tavr procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease (e.g. Mi, chf, valvular disease), and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include electrolyte disturbances and certain medications (i.e. Beta-blockers, calcium channel blockers). The exact cause for the complete heart block cannot be confirmed, however, the event is possibly related to procedural and patient (calcified aortic stenosis, advanced age, medical co-morbidities) factors. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.